Event description:
An inventory management specialist reported that during a cataract extraction with an intraocular lens (iol) implant procedure, there was folding issue and iol was found to be cracked. Hence the lens was removed during initial procedure and replaced with another lens. There was no patient harm and patient was not hospitalized as a result of this event. Additional information was requested, but further no information was available.

Manufacturer narrative:
The lens was not returned for analysis. Only the empty lens case was returned in the carton. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and viscoelastic. A company handpiece was indicated. However, per the IFU (instructions for use) the company handpiece is the qualified handpiece for company lenses. The root cause could not be determined for the reported complaint. The intraocular lens was not returned for an evaluation. The manufacturer internal reference number is: (B)(4).